Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump was jerky at low rpms. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.